Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which fluid loss caused by a hole in the left cylinder was noted; therefore, the device was removed and replaced. There were no patient complications reported.